Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but is not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. It was reported that after the sds failed to cross the perforation, balloon inflations were performed proximal to the perforation and the patient was sent to surgery as the patient was in tamponade and became unstable; however, the patient could not be resuscitated. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the initial failure to treat the perforation may have possibly resulted in a cascade of patient effects, which may result in the patients death. Death is a known adverse event of coronary stenting as listed in the graftmaster otw instructions for use (IFU), which reasonably covers cardiac tamponade and cardiac arrest as they are associated cascading patient effects of an untreated perforation. As these reported patient effects may also be attributed to the patients overall health condition, the initial perforation itself and/or perforation treatment strategy, a conclusive cause for the reported patient effects and their relationship, if any, to the device cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, although a conclusive cause for the patient effects cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a perforation was caused by a non-abbott device. The graftmaster failed to cross to the perforation. A balloon was inflated proximal to the perforation, and the patient was transferred to the operating room for an emergent coronary atery bypass graft (CABG), as he was in tamponade. During induction, the patient became hemodynamically unstable and could not be resuscitated. No additional information was provided.